Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. Date of event is an approximation. The patient experienced a significant skin reaction at the sensor insertion site on the arm. On approximately on (B)(6) 2025, symptoms included itching, rash, inflammation, pimples, scarring, drainage, pustules, and signs of infection. The reaction extended beyond the perimeter of the patch. The onset occurred an unknown number of days after sensor insertion. The patient sought medical attention and was prescribed an unspecified oral antibiotic, an unspecified topical cream, and a ¿shower gel.¿ additionally, the patient used over-the-counter oilatum cream. At the time of reporting, the skin reaction was gradually improving. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.